Event description:
It was reported that during a case with the stenoscope (x800) system, there was a cracking sound heard, then smoke and fire was observed. The system was quickly moved out of the operating room and the customer put out the fire with a fire extinguisher. No patient or operator injuries were reported.

Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be available when additional details become available.